Event description:
It was reported that the patient underwent percutaneous lumbar fusion with instrumentation at l4-s1. The surgeon tapped over the guidewire at s1 without incident. While the surgeon was tapping over the guidewire at l4, the guidewire bent. The surgeon replaced the guidewire. The second guidewire broke while tapping over the pedicle at l4. The tip of the guidewire broke off in the pedicle. The surgeon removed the tip using fluoroscopy and a hemostat. A new guidewire was used with a new tap. Surgery time was extended about ten minutes. No additional patient complications were reported.

Manufacturer narrative:
(B) (4): the guidewire and broken tip were discarded at the hospital. Imaging films were not provided. With the available information, a cause or contributing factor cannot be determined.